Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported site irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system user guide model: ust400 14421-aw rev h / 2016 using the pod 5 / page 44 living with diabetes 9 / page 107. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Warning: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
Patient reported experiencing irritation where the adhesive is in contact with the skin. Pod site is red, itchy, and leaves a rash after removal. Doctor prescribed unknown steroid with anti-itch cream to help after pod removal.